Event description:
A user facility reported that a glaucoma shunt would not flush. In a follow up, a nurse reported that during the procedure, the shunt was removed from the packaging and was flushed. Following insertion of the shunt, the surgeon was unable to flush the shunt. It was removed and replaced with another glaucoma shunt with no injury to the pt. The nurse reported that following removal of the shunt, it was also unable to be flushed.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested on 10/18/2011 and 10/20/2011 by phone, fax, and mail. A completed questionnaire was received on 10/21/2011. (B)(4).